Manufacturer narrative:
(B)(4). Date sent: 02/18/2022. D4: batch # 134a62. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. A new washer was installed in the existing anvil, staples were loaded, a test battery was inserted and the device was fired into a test skin forming all the staples. There were no issues with retaining the anvil in place. The staple line was complete, and the staples meet the staple form and release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: insert the device up to the closed lumen with the anvil removed and the trocar fully retracted. Fully extend the trocar and pierce tissue by gently rotating the instrument while holding the adjusting knob. Push the tissue down until the orange tying area is visible. Reattach the anvil by sliding the anvil shaft over the trocar and pushing until the anvil snaps into its fully seated position. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/20/2021.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the anvil was removed from the trocar and left in the intestinal tract when the device was attempted to remove from the patient after the firing. The anvil was retrieved by a forceps. The firing was completed with no problem. No leakage or bleeding was observed. The surgeon commented that he did not rotate the adjusting knob more than 2 times when removing the device from the patient. The device was used between the colon and the rectum. No additional treatment was required to complete the case. There were no adverse consequences to the patient. No further information is available.